Event description:
It was reported that the pump was removed in (B)(6) 2011, due to infection around the area of the pump.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that swelling, erythema and pain were noted in right lower quadrant of abdomen, though there was no tenderness over the pump. An abscess was 'near' his 'old' incision from six years ago and 'approximately an inch and a half from a recent incision' from an unrelated lumbar interbody fusion. The area 'continued' to fester and started draining and an exploratory surgery was done. During surgery an 'abdominal wall abscess involving the lateral aspect of the intrathecal catheter with tunneling which involved the pump' was found. It was noted an 'incision and drainage of lateral wall abscess with removal of catheter as much as possible and removal of intrathecal pump.' It is unclear if some catheter remains in the patient. There was 'not much purulence along the catheter's tract going medially.' The pump was 'dry,' no evidence of abscess present at pump. The mesh covering the pump was also removed. The wound was irrigated thoroughly, 'good hemostasis was obtained. The patient 'tolerated the procedure well.' The catheter, pump and mesh were sent for cultures. No results were reported. It was also noted that blood and urine cultures showed no growth. The pump, catheter and mesh were sent for cultures, no results were reported. Additional information has been requested, but was not available as of the date of this report.